Event description:
Reporter alleged customer was concerned with glucose so went to the doctor as a result. It was stated the doctor measured glucose to be 110 mg/dl on their meter back to back with a result from the customers' meter result of 310 mg/dl when testing was performed immediately after one another. Reporter stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.